Event description:
On (B)(6) 2017: a healthcare provider (hcp) reported via a manufacturer representative that the patient experienced a recent onset of left hip pain near the interstim with the battery on/off. It was indicated that the patient did not feel stimulation and never had, but had symptom relief. The pain was rated as 5/10 and present the past few days prior to the report. There were no falls or other incidents reported. It was confirmed that the stimulation was off, and the patient was unaware that it had been off since (B)(6) 2016. Stimulation did turn on when tested, and there was high impedance noted on zero electrode configurations. The interstim was left off, and the patient was to follow-up with their urologist. The issue was not resolved. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3966, lot# la4920, implanted: (B)(6) 2002, product type: lead.

Event description:
Additional information was received. It is unknown why the ins had been off. It was noted that troubleshooting to determine the cause of the pain included turning the stimulation on and off, and adjusting the amplitude and programs. None of these changes impacted the pain, so the cause of the pain remains unknown. To address the impedances, the patient followed up with another healthcare professional, and an x-ray showed that the lead had pulled back to a more superficial position. The patient is scheduled for a lead revision on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.